Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a moisture ingress issue. The reporter stated there was water in the battery compartment after the patient went swimming. The battery cap was reported to have never been changed and there was no visible damage to the pump or the battery cap. The yellow o-ring was not visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.